Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because it had reached battery elective replacement time. It was also reported that the rate sensing portion of the chronic endotak transvenous defibrillation lead was fractured.